Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer's insulin pump has a blank display. Customer's blood glucose level was 313 mg/dl. Customer's mother advised the device is receiving a failed battery test even though the battery has been replaced. Troubleshooting for the blank display on the screen was performed. Troubleshooting for the failed battery test was performed. Customer's mother did not have the proper battery to test the insulin pump. Customer's father called back when they replaced the battery and received a battery out limit alarm. Troubleshooting for the battery out limit alarm was performed. Customer was advised the battery cap may be loose resulting in the low battery alarms. Customer was advised that a new battery cap will be sent out.